Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridges were filled with 200 units of insulin. The customer's blood glucose (bg) level was reported to be 585 mg/dl with trace amounts of ketones. The customer consumed water and confirmed a correction bolus would be delivered to address bg level. During the call with tandem technical support, the customer installed a new cartridge with 200 units of insulin, and successfully completed the load process.